Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the mildly tortuous mid diagonal artery. Pre-dilatation was performed with a 1.2x8mm unspecified balloon dilatation catheter (bdc). The 2.5x18mm xience prime stent implant was successfully deployed without reported issue; however, a vessel dissection was noted, which was treated with deployment of another xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacturing, or labeling.